Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 375 mg/dl. Customer did nothing to address the bg level. Customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.there was no adverse impact to the customer¿s blood glucose level.